Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that occlusive thrombosis of the left common iliac artery with re-permeabilization downstream was noted on computed tomography scan. Antithrombotic medication was intensified and hospitalization was prolonged due to the event. It was noted that the event was related to the procedure and unlikely related to the pump. A fogarty thrombectomy of the left common iliac artery was performed allowing correct perfusion without sequalae. The event resolved without sequalae on (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established through this evaluation. The patient remains ongoing on(B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 05jul2021. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 ¿introduction¿ of this document lists myocardial infarction and arterial non-central nervous system (cns) thromboembolism as adverse events that may be associated with the use of heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists thromboembolism as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas, and outlines indications of thrombus as well as how to respond to such events. This section also provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a myocardial infarction. The type of treatment given was intensified intravenous (IV) anticoagulation. The patient had a significant increase in troponin on (B)(6) 2021. A coronary angiography was performed which showed a non-occlusive thrombus of the left common trunk (common iliac artery) extending to the proximal intraoperative interventricular artery, and with repermeabilization downstream. Thromboaspiration of the thrombus and IV aspirin were noted. Migration of the thrombus into the circumflex artery was also noted and a thrombectomy was performed. The patient was ongoing and in stable condition on (B)(6) 2021, and the event was thought to be related to the implant surgery.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.